Event description:
Reporter indicated a vns pt was having increased seizures in (B)(6) 2010. The pt recently had vns generator replacement surgery. Attempts for further info and return of the explanted generator are in progress.